Manufacturer narrative:
Unk if sample is available. The results of the investigation are not available at the time of this report. The investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges the mouth piece partially separated by tearing. No pt injury reported.